Event description:
It was reported that multiple episodes of non-sustained rv oversensing due to myopotential oversensing was observed after the patient received an alert. Programming changes were recommended.